Event description:
(B)(4) MDR: after an implant duration of about 65 months, a syncope was reported. Apart from the syncope, no further adverse pt side effects have been reported. The device was explanted, but the explant date was not provided. The date of implant was also not provided.